Event description:
The patient received an scs system including an ipg on (B)(6) 2009 for low back and leg pain. It was reported that the patient's scs system was explanted on an unknown date due to ineffective stimulation. The explanted devices were discarded by the medical facility. No further information is available.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.